Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusions set cannula kinked event on 25-jun-2024 after 3 or more hours of insertion. Infusion set has not been used for 72 hours. Insertion site was abdomen. Customer regularly rotate site location. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.